Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips healthcare to report that the general system test is getting failed in op-check. The charge button test shows "in progress" continuously during op-check. There was no patient involvement.